Event description:
It was reported that the pt only had access to 5 channels of her cochlear implant - 2 x 2 short circuits, 1 channel with high impedance and 2 channels are extra-cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.